Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include redness, swelling, and tenderness. Cultures were not obtained. Hcp reported pt does not have meningitis. The pt was treated with oral antibiotics. Hcp reported pt's infection is now resolved. Pt risk factors is diabetes.